Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were retaining a lot of urine and their symptoms were not going away. Patient stated the last time they urinated was probably 3 days ago or on the weekend. Agent asked patient if they were having at least 50% relief in symptoms and patient said that before they had a lot of relief but now they were not sure. The patient reported that their baseline symptoms returned / lost therapy benefit. The patient was redirected to their healthcare provider to further address the issue.